Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump button was unresponsive, scratches on the screen making it hard to read the display, had a no delivery alarm, and reservoir thread was chipped and harder to screw in the reservoir. No troubleshooting was performed. The product is not expected to return for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window and a broken battery tube threads. Device passed the self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2 or lcd locked properly during visual inspection. No rainbow effect on screen noted during visual inspection. No clicking sound noted during the testing. Device primed properly. (B)(4).